Event description:
It was reported that an allergic reaction occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The following week, the patient had an allergic reaction and broke out in a rash all over their body. The physician is not sure if it is related to the watchman device.